Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition post-procedure. It was further confirmed that this complaint was reported in error.